Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized due to a low blood glucose (bg) level of 2.1 mmol/l (37.8 mg/dl). Despite consuming dextro, sandwiches, and several sugary drinks, the patient's bg did not improve. The patient was wearing the pod on the abdomen for 37 and 48 hours prior to hospitalization. Concerned that the pod might still be delivering insulin, emergency services advised its removal during ambulance transport to (B)(6) hospital. During transit, the patient received two glucose injections but continued to experience difficulty speaking and a lack of facial expressions. The patient was hospitalized for four days and treated with glucose. The patient did not receive a diagnosis.

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over-delivering insulin. The download data from the pod showed that an 0x10 alarm had been generated, indicating a reset by saw cop expiration. Inspection of the pod found no damages or deficiencies that would result in a hazard alarm. The exact cause of the 0x10 alarm could not be determined.